Event description:
It was reported that this patient experienced vomiting and complained of back pain. The pump had been refilled on (B)(6) 2013 and there was no volume discrepancy. The patient was better for a couple of days but then the vomiting and back pain returned. The patient did go to the emergency room regarding these symptoms at one point and an x-ray was taken but did not reveal anything. The patient went on to further have a computerized tomography (CT) scan. From this scan there appeared to be a ¿corkscrew¿ in the catheter as there appeared to be a ¿bulge on the line¿ and it did not look ¿right.¿ this device system delivered gablofen. It was further reported that this patient experienced severe pain, nausea, dizziness, and was ¿so rigid.¿ the patient was seen in the emergency room on (B)(6) 2013. Reportedly, due to the computerized tomography (CT) scan results, the catheter was to be revised due to a ¿defect.¿ the patient was given medication for nausea and pain. It was further reported that the patient also was diaphoretic, clammy, pale and had spasms. The CT scan revealed a kinked catheter. There was intermittent flow/dispersion and the location of the catheter issue was reportedly unknown. A catheter revision occurred on (B)(6) 2013 and required the patient to be hospitalized. The patient recovered without sequelae post revision.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).